Manufacturer narrative:
The insulin pump had constant motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform self-test, unexpected restart error test, displacement test, rewind, operating currents, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. Unable to confirm motion sensor test failed alarm due to motor error alarm. Device received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and motion sensor test failure alarm. The customer's blood glucose level was 117 mg/dl at the time of the incident. The customer stated that the pump rewound. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was possibly exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.